Manufacturer narrative:
The insulin pump was received with corroded keypad traces, no button error alarm during our testing and all of the buttons are functioning properly. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on the display window and stained end cap sticker noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming button error for the past two days and she clears it by removing the battery. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.